Event description:
A patient reported experiencing inaccurate high results with a one touch basic meter. The patient's blood glucose results were 231 compared to the labs 120 mg/dl. Tests were done within 10 minutes. Patient has been cleaning meter incorrectly and is using expired solution for tests. Patient did not experience any adverse events. No further information has been reported.